Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported. This pacemaker has not returned for analysis.